Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) spwb8, (impl tapered sp 4.8mm 8mm octagon), for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review was completed for the subject lot number 63666677. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 63666677, for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was and clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor reported fracture of implant neck at tooth site 46 and implant was removed. Pain and discomfort were reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.